Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using fluoroscopy. The philips field service engineer (fse) inspected the system on site and confirmed that the system stopped exposure during a cine run. Review of the system log file confirmed software error in the xsc certeray system. To resolve the issue, fse replaced xsc certeray, performed tube conditioning, tube adaptation, edl calibration. The same issue reoccurred again where fse replaced xsc, wired footswitch, and cleaned and reseated the hv cables at generator and tube in another case ID. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is a scenario where the fluoro issue was available and the procedure can be completed as planned, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system stopped exposure during a cine run. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.